Event description:
Patient is having surgery for mcl repair, possible incidental liner exchange (knee). Update doa (B)(6) 2015: as per sales rep, no liner replacement. Just mcl repair.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee liner. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.